Event description:
It was reported during the procedure, an air leak was noted at the hemostasis valve of the introducer sheath. There were no consequences to the pt.

Manufacturer narrative:
One introducer was received for eval along with a ventured terumo syringe. Visual and functional inspection confirmed a leak in the catheter system. There was a divot or channel in the opaque manifold of the stopcock that allowed fluid or air to bypass when the side luer valve was turned to the off position. A supplier corrective action was initiated to address defects in the supplied stopcock assembly. Review of the device history record confirmed this lot met mfg requirements prior to shipment.